Event description:
Add'l info received 7/19/99: the devices are not available for eval. The user facility reported that the clips remain implanted. Internal product complaint data, and device master records, were reviewed to find no other reports of problems associated with lot number 1265. The cause of the event remains undetermined. Ectopic pregnancy is a known complication of this procedure and is discussed in co's PMA instructional literature for this device.